Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely the video v terminal having no image occurred due to a faulty rear panel. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the visera 4k uhd camera control unit had an interface output no image. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Investigation and evaluation the video c terminal had no image output due to a faulty rear panel. In addition, the following non-reportable malfunctions were found during device evaluation: brightness adjustment socket was deformed, scratches on the screen, and slightly deformed connector on rear panel. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.